Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: keypad does not sustain exterior damage. During a visual inspection, there was contamination accumulating under button contacts observed.

Event description:
The lay-user/pt alleged that the buttons on the keypad do not respond. There was product misuse. There was no report of the keypad being peeled or torn. Furthermore, there was no adverse event associated with this complaint.